Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator is giving oxygen not available message. The customer reported the unit was not in use on patient.

Manufacturer narrative:
Follow-up: the field service engineer replaced the oxygen hose to address the reported problem.